Manufacturer narrative:
The device was returned to a zoll medical corporation approved service provider for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the device logs indicated the device turned on in manual mode, recorded cable ID 2 (unsupported cable/electrode) at the start of the case. The device prompted cable fault "replace cable" after the device detected the first pad on message. During this condition, the device would not allow the user to charge at selected energy and the CPR feedback/CPR dashboard would not work. The customer was advised to check their cables and replace as needed.necessary. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to charge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.